Manufacturer narrative:
Manufacturing review: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed three (3) reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Investigation summary: the sample was not returned by the facility for further evaluation. The root cause could not be determined based upon the available information received from the post market clinical registry. It is known that the patient¿s left sfa was reportedly reoccluded via dus imaging and a revascularization was performed. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left femoral artery. It was further reported that approximately 11-month post index procedure, the patient's target lesion was reportedly reoccluded via duplex ultrasound (dus) imaging. Reportedly, a revascularization was performed with a successful result. The investigator assessed that the event was possibly related to the study device, but not related to the procedure.